Event description:
Back pain, numbness in arms and hands, fatigue, skin rashes on back and chest, constipation, heart palpitations, puffy face, swollen hands, recurring yeast infections, easy bruising, temperature intolerance. FDA safety report ID# (B)(4).